Event description:
Stroke pt, who was unable to follow a command to swallow, needed a feeding tube placed. The first attempt by the nurses to place a cortrak ended when resistance was met at 50 cm. Tube was withdrawn. A second attempt met no resistance and was advanced to 60 cm and secured. No auscultation was noted when 30 cc air was pushed. On the screen, the tube did not appear to be in the abdomen. The tube was withdrawn and minutes later, the pt started to wheeze. Cxr revealed at right moderate pneumothorax. A chest tube was inserted and removed two days later. Cortrak 2 eas was used with both attempts.